Manufacturer narrative:
Additional information received reported that there were no complications during surgery. Also, the doctor has seen the patient twice since the explantation and they seem to be making a satisfactory improvement, but still had some dysphotopsia symptoms with the replacement lens. The replacement lens was a z9003 (serial number: (B)(4)). In addition, the patient is a male with date of birth (B)(6). It was also reported that the implant date was (B)(6) 2017 and the explant date was (B)(6) 2017. No additional information was provided. Age/date of birth: (B)(6). If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. (B)(4). As a result of the additional information provided the following fields were updated from the initial report: updated from other serious to required intervention. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. Catalog number: a complete catalog # is unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. However, stated as about 6 months ago. The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there is a planned explant of a zxr00 intraocular lens (iol). The lens initial surgery was about six months ago. Reportedly, although the iol is well centered and there is minimal posterior capsular opacification (pco), the patient still complains of glare and adamant about exchanging the lens. The doctor is considering to replace the lens with a 3-piece iol. Pre-operatively, the patient was about -3.00. Post-operatively, the patient's uncorrected distance vision is good and he has 0.5 diopter sphere correction while the autorefractor gives -0.5 diopter cylinder. Further information provided by the doctor reports the explant has not been performed and is scheduled in the next two weeks. Doctor reported that he believes that it has more to do with the patient anatomy, and not product quality of the lens. No additional information was provided.

Manufacturer narrative:
The product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing record cannot be reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.